Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised the following. -aging deterioration may have caused the defect because 6 years have passed since the device was manufactured. -the device was accidentally broken due to bumping into a hard object. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the following about the device. Main switch and the cover were damaged. The power inlet was damaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.